Manufacturer narrative:
E1: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced inexplicable high blood glucose event on (B)(6) 2026 since the patient has no subcutaneous tissue where set was used. The blood glucose was high greater than four hours. The patient was treated with pump insulin. No further information available.